Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on (B)(6) 2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a possible temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis; however, it is unknown if the patient was utilizing fresenius product during the hospitalization or if the peritonitis originated during treatment as there are other potential sources of peritonitis. There is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. There is no information related to the cause of the peritonitis or any culture results available. All dialysis treatments include risk of infection due to the decreased immune defenses of the patient and the dialysis techniques increasing the potential for microbial contamination. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on (B)(6) 2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.

Manufacturer narrative:
Correction: a3.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on (B)(6) 2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on (B)(6) 2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.

Manufacturer narrative:
Correction: e1, e2, e3.